Event description:
The customer stated that she was hospitalized for severe diabetic ketoacidosis. The customer did not want to provide further info. The customer stated that she was not having problems with the insulin pump. The customer felt that she was having problems with the glucose meter communicating with the insulin pump, and requested a replacement glucose meter. Provided the customer with the phone number for the glucose meter MFR. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.